Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Visual inspection of the returned device exhibits signs of use (nicks, gouges) and the trial is fractured. Not all fractured pieces were returned. Performed dimensional analysis and results are within specifications. Fracture surface of the returned device found artifacts of hackle marks and river lines suggest the overload failure mode. Review of device history records identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. No medical records were provided. This complaint is confirmed via product evaluation. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly trial broke on removal after completing final trial. No impact to patient or delay of case was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. Review of device history records identified no related deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. No medical records were provided. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.